Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2023. During the procedure, the balloon only inflated at the distal end and not the proximal end, they tried to suck the water out of the balloon, and it would not come out. The physician took the scope out and cut the balloon to deflate it then pulled the catheter out of the working channel. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate.